Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the voltage of the batteries to increase only slightly after a 24 hour charge. The post-charge voltage was low and the conductance values could not be measured with a conductance meter, indicating that the batteries were depleted.

Manufacturer narrative:
The field service representative (fsr) verified that the centrifugal batteries were dead. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were dead. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.